Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that when the physician tried to detach the terumo infusion line from the catheter, one of the wings on the component was torn and separated. The incision site was the subclavian vein. As a result, a new kit was used. The catheter was exchanged and the gauze containing 70% alcohol was used to disinfect where the infusion line was connected. The incident occurred in the pt's room. There was no known pt death, injury or complications with the pt. The pt outcome is good.